Event description:
Sterile knee arthroscopy pack consisted of 4 lap sponges instead of 5. Catalog sopocnksrc, lot 311219. Manufacturer response for knee arthroscopy pack, knee arthroscopy pack (per site reporter). Notified rep, [redacted name].